Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a disconnection and a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The patient reported that their titanium adapter came unscrewed from their transfer set. The patient then immediately reconnected the titanium adapter to the transfer set and then continued with peritoneal dialysis therapy. One day after onset, the patient was hospitalized for the peritonitis event. On unreported date(s) during the hospitalization, the patient was treated with unknown intravenous antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis event. After five days of hospitalization, the patient was discharged. Upon discharge from the hospital, the patient was treated with cefazolin (250 milligrams, orally, three times per day for three days) for the peritonitis event. Dianeal therapy was ongoing. The patient was recovered from the peritonitis event. Eleven days after the onset of peritonitis, the patient was retrained on the proper aseptic technique. Additional information was requested, but is not available at this time.